Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that an everflex entrust was used in the left afs in the middle segment (60-70% stenosis) and a 80% stenosis in the middle, upon follow up multiple stent fractions were noticed. The vessel was pre and post dilated with a balloon. Event occurred after procedure, no patient harm, no surgical or medical intervention required due to event. Evaluation summary: a cd disk with 45 files of cine images from the procedure was received. Cine file-12 shows the vessel structure prior to angioplasty. Cine file-11 shows the vessel being pre-dilated with a balloon per the initial report. Cine file-13 shows the vessel with stent in place with post-dilation in process: stent exhibits areas of compression from lesions. Cine file-16 shows the vessel with stent after post-dilation: stent exhibits areas of compression from lesion even after post dilation. Cine file-29 shows the full length of the stent: areas in previous cines exhibiting stent compression now show radial and off-set pseudo-fractures. Cine file-36 shows the stent being pre-dilated in preparation of an evx6/150 stent being implanted per the initial report. Cine file-40 shows the evx6/150 implanted within the evx7/150 and being post dilated. Cine file-43 shows the evx6/150 implanted within the evx7/150. Please note that this device (protege everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device (protege everflex) approved under PMA # p110023. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.